Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Device download data generated an 0x6a, occlusion during runtime, alarm. Slight increase in pulse widths were observed towards the end of device data. During investigation, no blockages were found in the fluid path; fluid was able to pass through the distal tip with no issue. No damages or defects were observed on the drive mechanism that would contribute to the 0x6a alarm. The exact cause of the occlusion alarm could not be determined. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs when device and continuous glucose monitor were connected.